Manufacturer narrative:
The subject device was returned to omsc for investigation. The evaluation on july 24, 2017, confirmed that the probe broke off at 9mm from the distal end. The manufacturing record was reviewed with no irregularities. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it is known that the probe was cracked when a user outputs the device during contacting the distal end of the probe to tissue with strong force or outputs during twisting the scissors with grasping tissue, and broken when the probe was subjected to an excessive load. The instruction manual of the device has already warned as follows; warning: do not apply the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. The probe may be damaged by interference with the internal parts or load increases, which could result in the tip breaking and dropping it inside the body cavity.

Event description:
The subject device was used during a lower anterior resection. During use, the probe of the subject device was broken off and the fragment was fallen inside the patient¿s body. The fallen fragment was retrieved from the patient¿s body. The procedure was completed with a similar device. There was no patient injury reported.